Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose values have been erratic. Her blood glucose last weekend ranged between 275 mg/dl to 400 mg/dl. The customer would frequently bolus but her blood glucose would not decrease. The customer was advised to contact her doctor regarding high blood glucose protocol. The day of call she bolused for breakfast and her blood glucose dropped to 60 mg/dl. Transfer to the 24 hour product helpline was declined. No products were shipped or returned.